Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the saphenous vein graft (svg) to 1st diagonal with one 3.5 x 23 mm stent, one 3.0 x 12 mm stent and one 3.5 x 8 mm stent, all overlapping. On (B)(6) 2011, the patient was re-hospitalized with a non-st elevation myocardial infarction (mi) (previously reported under MFR # 2024168-2011-06180). Restenosis of the svg was noted and a promus stent was placed. On (B)(6) 2011, the patient was re-hospitalized with an st elevation mi; however, the physician has determined this event to not be related to the previous stenting procedure or stents. Restenosis was noted in a non-target lesion and percutaneous coronary intervention was performed with placement of an unspecified bare metal stent in the svg to obtuse marginal artery. The svg to 1st diagonal was presumed to have restenosis, but was not treated. During the patient's hospitalization, the patient remained in the intensive care unit (ICU), with prognosis listed as poor. The patient remained hospitalized until (B)(6) 2012 and was discharged to a hospice facility. On (B)(6) 2012, the patient died. Cause of death was listed as anoxic encephalopathy. No autopsy was performed. No additional information has been provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 12, xience v 3.5 x 08, promus. Other: clopidogrel. (B)(4)- incorrect anatomy; indication for use. There was no reported product deficiency and the product was not returned. The reported patient effects of restenosis and death as listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v stent was implanted in a restenosed saphenous vein graft (svg). It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions.